Event description:
It was reported to philips that the monitors failed to display images. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary planned treatment was being performed when the issue occurred and was completed after the system self-recovered with a delay of 10 minutes. Customer reported to philips that the monitors failed to display images. The review of system log files showed software error. Upon troubleshooting, the philips field service engineer (fse) observed that the issue was intermittent and rare, and the fse confirmed that the system was functioning as intended without any issue and the issue did not occur again. The system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported monitor issue did not impact the completion of the procedure. The procedure was completed on the same system after the system self-recovered with a minimal delay, with no impact on patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.